Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred. The power management board needs to be replaced. No repairs were performed. The unit has been scrapped.